Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to customer inadvertently switching the pump time from am to pm. Customer's blood glucose level was 139 mg/dl. Reportedly, the customer corrected the time and resumed insulin therapy.